Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replaced due to stuck button alarm. The customer's blood glucose level was 189 mg/dl. The customer stated that the insulin pump had multiple pump error alarm the customer stated that they were able to clear the alarm. The customer also stated that they was able to rewind the pump. The troubleshooting was performed and self test and displacement test was passed. The insulin pump will not be returned for analysis.